Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had autofill error. There was no patient involvement.

Manufacturer narrative:
A getinge fse was sent to investigate. Fse states according to the service manual, fault #37 could possibly be caused by pinched tubing, restriction of helium lines, and restriction of vacuum. The fse verified that the helium lines were not pinched and that the vacuum was working as intended. The fse then connected the system trainer to iabp and could not duplicate any autofill failures. The unit was returned to the customer for use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had autofill error. There was no patient harm reported.